Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported she received a reading of 209 mg/dl on her freestyle freedom blood glucose meter on the date of (B)(6) 2011 at 6:00 am, and on the same day at 6:30 am she experienced symptoms of dizziness, nausea and weakness. The customer also reported she self-presented at a hospital where she was diagnosed with diabetic ketoacidosis and treated with intravenous fluids, insulin and "something for nausea". The customer reported she compared the adc reading of 209 mg/dl to a hospital reading of 328 mg/dl, but the reading of 328 mg/dl was not completed within ten minutes of the adc reading and it is unknown when the hospital reading was obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory.